Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified blood and contrast inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe fully pulled out from the collar, the distal shaft was damaged (flattened) the entire length of the shaft, and tip damage (ovalized). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the guide extension catheter broke. The physician was performing a percutaneous coronary intervention (pci), within the left circumflex artery (lcx). A guidezilla guide extension catheter was advanced through a guide catheter, into the proximal lcx, until resistance was felt. The physician then tried to pass an unspecified long stent through the proximal lesion, but was unsuccessful. Subsequently it was noticed, the distal part of the guidezilla (tube) was moving while pushing the stent, but the visible proximal portion (collar) did not move. The proximal portion (hypotube and collar) were removed from the patient without the distal portion (extension tubing portion). The distal portion was able to be removed from the patient by withdrawing the whole guide catheter. The procedure was completed with a different device with no impact to the patient. There were no patient complications. The patient was reported to be stable post procedure.

Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4).

Event description:
It was reported the guide extension catheter broke the physician was performing a percutaneous coronary intervention (pci), within the left circumflex artery (lcx). A guidezilla guide extension catheter was advanced through a guide catheter, into the proximal lcx, until resistance was felt. The physician then tried to pass an unspecified long stent through the proximal lesion, but was unsuccessful. Subsequently it was noticed, the distal part of the guidezilla (tube) was moving while pushing the stent, but the visible proximal portion (collar) did not move. The proximal portion (hypotube and collar) were removed from the patient without the distal portion (extension tubing portion). The distal portion was able to be removed from the patient by withdrawing the whole guide catheter. The procedure was completed with a different device with no impact to the patient. There were no patient complications. The patient was reported to be stable post procedure.